Event description:
A us distributor reported that a monitor was displaying a service code 107, multiple abnormal shutdowns, and the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional, service code 107, abnormal shutdowns) was confirmed. The connector on the ca board was contaminated. The cause of the non-functional response buttons is the contaminated flex pcb cable. Upon further investigation, there was contamination on the ca board, causing monitor resets and multiple abnormal shutdowns. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.